Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the customer that the sp0090 special evd 10-110 w/o y site's tubing near the patient end of the line was dripping cerebrospinal fluid. The intensive care unit director thought it appeared as if there may have been a pin sized hole in the tubing about three inches up from the end. Additional information was received on (B)(6) 2018 stating that the event occurred on (B)(6) 2018. The amount of csf leak was undeterminable as it was dripping on to the patient's gown. The entire drainage system was changed to address and resolve the leaking of csf. It was also confirmed that the patient's current status is stable.

Event description:
N/a

Manufacturer narrative:
The product was returned for evaluation. The unit was visually inspected, and no defect was observed. The unit still had a transducer attached to the manifold stopcock and a plug was placed at the end of the patient line. Colored water (with green food coloring for visual purposes) was passed through the entire system. All air was purged from the lines all the way up to the burette. No leaks were observed in any of the lines. Then the manifold stopcock was closed, and the patient line was capped at the end. The lines were pressurized using a syringe through the patient line stopcock and no leaks were produced. The defect could not be reproduced. Water was passed through the system, no leakage was observed, even when the lines were pressurized using a syringe. According to the device history record review, no anomaly was reported during the manufacturing process of this lot that could be related to the reported condition. All units of the fg lot were tested for leakage following the applicable procedures and no reject was reported. The fg lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The complaint condition could not be confirmed. (B)(4).